Manufacturer narrative:
This product was disposed of and will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was an attempted implant. Initial pacing impedance measurements were within range; however, measurements increased to greater than 2000 ohms after being in the heart for some time. Due to the patient having no underlying rhythm, an additional lead was inserted into the rv and normal measurements were observed. Pacing therapy was initiated on the new lead; however, within range pacing impedance measurements were then observed with the initially implanted lead after the helix was further deployed. Assessment of both leads identified the second lead had better measurements and the lead that was initially implanted was explanted. The explanted lead was discarded. No adverse patient effects were reported.